Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information that oversensing was observed on the right atrial (ra) channel. The oversensing did not inhibit atrial pacing. Five atrial tachycardia response (atr) episodes were stored due to noise. Ra lead impedance measurements were intially greater than 2000 ohms, decreasing to 500 ohms. The ra pacing threshold measurement increased from 1 volt to 3 volts. To date, no adverse patient effects were reported with this clinical observation.